Event description:
Radiology technician had just completed an x-ray on a patient in the neonatal ICU. The technician released the lock to move the arm of the x-ray tube and moved it away from over the isolette. The technician released the bar that should automatically lock the arm once again but the lock did not engage and arm kept swinging. It hit the glass window between the nurses' desk and patient room shattering the glass in that window. No one was injured. The equipment was checked by our biomedical department and the latching mechanism would not engage. Biomed repaired the mechanism.